Event description:
The patient stated that she received erroneous results when testing with her coaguchek xs meter (unknown serial number). The specific date of the event is not known. The patient stated that erroneous results were measured on or around (B)(6) 2018. The patient measured a sample on the meter and it resulted with a value of 5.5 inr. Approximately 2 hours later, the patient had a sample tested in the laboratory using an unknown method, resulting as 3.2 inr. Approximately 2 hours later, the patient tested herself again with the meter, resulting with a value of 5.5 inr. The patient had no symptoms of high inr at the time of the meter testing. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment since the laboratory result was within her therapeutic range. The patient did not receive treatment or have changes in medication based on the meter results. The patient is currently feeling good. The patient's therapeutic range is 2.8 - 3.4 inr. The patient's testing frequency is weekly. The patient does not have concerns with hematocrit levels, does not have lupus, and does not have antiphospholipid antibodies. The patient does not use other blood thinners or direct thrombin inhibitors. The patient's coumadin dose was not changed prior to the meter testing. The patient has had no other changes in diet, health, or other medications. The patient's product was requested for investigation and replacement product was sent to the patient. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
No materials were returned for investigation. The customer had discarded the strips. The cause of the event could not be determined.